Manufacturer narrative:
Additional information: the lesion being treated was severely calcified with 70-90% stenosis in the proximal left anterior descending artery. The first diagonal had 70-90% stenosis. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. The device was not moved or repositioned in the lesion while inflated. The balloon burst occurred on the first inflation. An inflation pressure of 14 atm was applied prior to the balloon burst. Peripheral embolization with vessel occlusion occurred, which was resolved after adenosine and nitrates. The stent was post-dilated with 3.0x20mm stent for 20 seconds. No further patient complications have been reported as a result of this event. Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was post-dilated with 3.0 x 20mm non-medtronic balloon for 20 seconds not a stent as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with balloon in a post inflated state. The balloon failed the negative prep test. Upon pressurization of the device, liquid was observed exiting the balloon distal cone, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Analysis confirmed there was no evidence of a balloon rupture/burst, however there was evidence of a leak due to a pin hole in the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent a balloon burst/leak occurred. The device was inspected prior to use and negative prep was performed with no issues noted. No patient complications have been reported as a result of this event.